Manufacturer narrative:
D6; device returned with no lot identification. Product complaint analysis team has completed its investigation of device which was returned to co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, no; damaged cutter, n/a; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, 178; lockout functional, yes and number of clips fed and formed, 13. Analysis conclusion: based upon inquiry info received and visual and functional testing, no conclusion could be reached as to what may have caused reported incident. Instrument was fired and it fired and formed remaining clips as designed. There were no anomolies noted with instrument feeding multiple clips. Each instrument is evaluated during assembly process to ensure clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
Ther er320 was used during a laparoscopic cholecystectomy. It was reported the device fired three clips with one firing cycle. This happened twice and then a second er320 was opened and misfired. A third device was opened to complete the case. There was no consequence to the pt.